Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in netherlands.

Event description:
It was reported that during an initial surgery, the packaging of the unit was not sealed on one side. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.